Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2021. H6: component code: others (g07) investigation summary the product was returned for evaluation. A visual inspection were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that one 2b12lt device was returned inside the package without apparent damage, broken parts or loose parts. Event could not be confirmed as damaged parts were not noted. The reported complaint could not be confirmed. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during the endoscopic segmental lung surgery, the sleeve fell off after opened the packing. Changed to new one to complete surgery. There was no patient consequence reported.